Event description:
The customer reported an absence of spo2 alarms for 2 hours for bed sc6 on (B)(6) 2014 from 2000-2200 hrs, resulting in a pt death.

Manufacturer narrative:
(B)(4). Per communications with the philips field service engineer (fse), the customer is not alleging that the device contributed to the pt death. The customer did receive the "no sensor" inop and it was found that the spo2 sensor had become inadvertently disconnected. Since the sensor was disconnected, there would be no signal to report any spo2 alarms. A review of the logs found that there was a desat alarm at 20:25, but no further alarms (spo2 or otherwise) occurred for the pt until after 2200 hrs. The device was tested by both the biomedical engineer and fse which found the device/system operating to specifications. Philips concluded that no device malfunction occurred and philips consider that this is a user issue.